Event description:
Nurse unable to pierce patient's skin without undo pressure using introducer needle provided in PICC line kit. This cause patient's unnecesary discomfort during insertion of PICC line.